Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-07115. It was reported the pt had been experiencing a burning sensation while recharging the device. The pt also reported her ipg site sweats during the night. However, the pt does not report infection associated symptoms. The pt has not used her system for several months. The pt was advised to f/u with her physician to address the issue. No further info is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.